Manufacturer narrative:
Concomitant medical products: 1346t competitor lead, implanted: (B)(6) 2008; 1488tc competitor lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and not replaced. No patient complications have been reported as a result of this event.